Event description:
Patient revised for painfull hardware.

Manufacturer narrative:
A search of the complaint database found no prior reports for this part and lot number combination. (B)(4), the manufacturing facility, stated the lot history record was reviewed for completeness during the release process to inventory. At the time of release for distribution no discrepancies were noted for the products being accepted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.